Manufacturer narrative:
The reported event was confirmed; a visual examination found the heater canister was crystallized and bending. Additionally, the thermistor housing was melted, and the heating rod was blackened. The sheath was returned unused in the original, sealed packaging. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-04157 for a description of the second device. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the heater canister was inserted into the hta unit. Before the cassette could be installed, the heater canister began to "glow orange," and the system shut down. The alignment pin was fully placed inside the reservoir holder, and there was no compression force exerted on the reservoir. The sheath was not inside the patient at this time, and no saline was circulating. A second procerva procedure set was opened, however the hta system would not turn back on, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2010-04157 for a description of the second device. It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the heater canister was inserted into the hta unit. Before the cassette could be installed, the heater canister began to "glow orange," and the system shut down. The alignment pin was fully placed inside the reservoir holder, and there was no compression force exerted on the reservoir. The sheath was not inside the patient at this time, and no saline was circulating. A second procerva procedure set was opened, however the hta system would not turn back on, and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.